Event description:
Consumer called to report erratic readings with their logic meter. Analysis run on clark error grid using mean avg reading (249) as ref. Point vs. Bd readings of 129,280,239,481,115 yielded dat points in the d/c zone of the grid, outside of acceptable limits.